Event description:
A report was received that the patient was burned while charging. The patient was burned twice. The first time, the patient had a blister which she treated with neosporin and a band-aid. The second time, the patient's skin was red following charging. The patient did not seek any medical attention and is reportedly doing well.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because, the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.